Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device doesn't turn due to a jammed motor was confirmed. It was found that the motor did not turn as it was corroded. Also the resistance value of the handcontrol set was out of specifications and the keypad assembly wasn't functioning smoothly.the motor cable was found to be cut and there was a short circuit in the same. The motor, motor cable and the handcontrol set were replaced and the device was cleaned, tested and found to be fully functional. Fluid ingress into the system and contact with the motor is responsible for the corrosion of the motor. The corroded motor has a tendency to stick and not turn, hence is responsible for the issue reported by the customer. User mishandling is the most probable root cause for the physical damage to the motor cable, which in turn would have caused the short circuit. However, given the information provided we cannot discern a definitive root cause for the defective keypad of the handcontrol set. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2016 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by affiliate via phone that during an unknown procedure a fms tornado micro handpiece with buttons, presented jammed motor and was not able to turn. The surgery was completed with a replacement. No surgical delay or patient consequence reported.